Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the stopper was difficult to remove and blood exposure occurred with a paxgene® blood ccfdna tube. The following information was provided by the initial reporter: during a tube evaluation study for a prenatal testing assay, a user at dna diagnostics center was opening the tube and the cap (stopper) was stuck in the tube. When it was finally removed, blood spilled from the tube (there was "blood everywhere"). The stopper should not be stuck in the tube and difficult to remove and the it is expected that the user should brace their hand on a hard surface while removing the stopper to prevent "recoil" of the tube like this.